Manufacturer narrative:
Event date: exact date unknown, event occurred few years ago.

Event description:
It was reported that the patient was experiencing muscle spasms in her lower left back and around her ipg pocket. The patient was prescribed with muscle relaxants and was currently doing well.